Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in australia: "overinfusion" reason of complaint: pump ran empty after 13 hours. Pump filled with ceftiaxone to infuse over 24 hours.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Sample evaluation: received one sample of easypump ii lt 270-27-s without original packaging. The batch number on the big bottom cap of the sample was 21h14ge221. Upon receipt, no solution was found in the sample and observed the outer sleeve of the used sample was found to be folded. Flow rate test: the sample was unfolded and decontaminated. Then, the sample was sent for flow rate test. Results: the flow rate deviation from nominal flow rate was 0.79%. The flow rate was within the specification of ±15% deviation from nominal flow rate. Folded outer shell was observed upon receipt of sample. According to IFU version 4.0, the outer layer has to be unfolded properly prior filling. Folded outer shell will act as an external pressure to elastomeric membrane and increase the flow rate of the product. Hence, the fast flow rate observed by customer is highly possible due to the folded outer sleeve. Besides that, there are possibilities that may cause fast flow rate to occur during application under one or combination of the following factors listed below: factor 1: temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 10ml/hr to 11.8ml/hr. Refer to IFU under precautions/cautions: temperature dependency. Factor 2: external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which causes the pump to empty earlier than the nominal time. Conclusion: folded outer shell was observed on the complaint sample and the complained on fast flow rate is highly possible due to the folded blow mold which act as external pressure to the elastomeric membrane. Device history record (DHR): reviewed the DHR for batch 21h14ge221, there is no such defect detected at in process and at final control inspection pertaining fast flow rate. Complaint is not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.